Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report.

Event description:
It was reported that, "the pt has had pain since the surgery which has gotten progressively worse. The pain ranges from the knee to the groin. The pt can hardly walk. The pt would like to know if any of his implants have been recalled."